Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient saw their urologist who told them that they weren't emptying. The reason for implant was leakage and the fact that they were having a lot of bladder infections and then the caller noted that leakage is 50% better. The family member asked if the device is supposed to help with the patient not emptying. As a result of what was reported, they were redirected to the healthcare provider (hcp) to discuss what the device should be helping with. No device issue was reported and no further patient complications have been reported as a result of this event.